Event description:
The trilogy 100 ventilator was returned to the manufacturer service center for service. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted the device returned to the technician for additional evaluation due to a failed nurse call test. The technician recommends replacing the device's "old style" interface board there were no significant event(s) in the error log(s). The device will be retested. Additionally, during the service of the device, the technician confirmed the following: base enclosure and handle were damaged therefore were replaced, porting block port pinched/damaged therefore the active porting block was replaced and missing/displaced rubber feet and were replaced unrelated to the reportable malfunction/issue. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the trilogy 100 ventilator was returned to the manufacturer service center for service. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted the device returned to the technician for additional evaluation due to a failed nurse call test. The technician recommends replacing the device's "old style" interface board there were no significant event(s) in the error log(s). The device will be retested. Additionally, during the service of the device, the technician confirmed the following: base enclosure and handle were damaged therefore were replaced, porting block port pinched/damaged therefore the active porting block was replaced and missing/displaced rubber feet and were replaced unrelated to the reportable malfunction/issue. If any additional information is received, a follow-up report will be filed. New/additional information: the trilogy100 ventilator was retested and passed all test. Box h conclusion code was updated.